Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 360 mg/dl. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 360 mg/dl and the sensor glucose reading was 40 mg/dl which triggered the insulin pump to suspend insulin delivery. The sensor will be replaced and returned for analysis.